Manufacturer narrative:
The lead remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right atrial lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch (lss). There was my potential noise observed post lss, resulting in inappropriate atrial tachy response episodes. The noise was not being oversensed. Technical services discussed programming options. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch (lss). There was mypotential noise observed post lss, resulting in inappropriate atrial tachy response episodes. The noise was not being oversensed. Technical services discussed programming options. The lead remains in service. No adverse patient effects were reported. Additional information was received that the ra lead was explanted during a revision procedure due to pace impedance measurements of greater than 2,000 ohms. There was no new ra lead implanted during the procedure as the patient had a therapy downgrade at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.